Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the left distal superficial femoral artery (sfa) and left popliteal artery. A jetstream® xc atherectomy catheter was advanced to the lesion and during the procedure it stopped aspirating. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. The devices tip is submerged in the beaker and the device is run for a period of 1 minute. Test result showed that the device did perform as designed per the test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the left distal superficial femoral artery (sfa) and left popliteal artery. A jetstream xc atherectomy catheter was advanced to the lesion and during the procedure it stopped aspirating. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.